Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged. Correction information: g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result.

Manufacturer narrative:
Import for export, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported that they experienced a blurry and foggy image while using an ec38-i10nl (sn: unknown) video colonoscope. The issue occurred in the operating room during use. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.